Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah/bso, burch urethropexy, paravaginal fascial defect repair, posterior repair and enterocel due to sui and pop. It was reported that patient underwent posterior colporrhaphy on (B)(6) 2000 with enterocele repair and perineorrhaphy due to pop. It was reported that on (B)(6) 2000 patient underwent removal of vaginal pack, reopening of the posterior colporrhaphy and suturing of an arterial pumper due to immediate postop hemorrhage following a posterior colporrhaphy and enterocele and perineorrhaphy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1998 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2000, due to incontinence, repairs to internal organs and mesh failure. On (B)(6) 2009 mesh intertwined existing tissue, due to incontinence, back pain and bowel problems.